Event description:
Add'l info rec'd from MFR 12/29/00: based on past experience and the info available, there is no indication of a product malfunction. The catheter kinked during or following insertion. There is a low potential for pt injury based on past experience and the nature of product use. MFR's experience suggests that anatomical and/or procedural factors contributed to the kinking of the catheter.

Event description:
Catheter fault in iabp machine, after numerous successful attempts to flush and straighten catheter, catheter was removed and another one was used.